Manufacturer narrative:
The investigation for vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was on impella cp support. While on support, impella was repositioned overnight due to supraventricular tachycardia for an hour and sustained ventricular tachycardia. They plan to leave patient on current extracorporeal membrane oxygenation flows.